Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.

Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 4000 ohms. As the amplitude and threshold measurements were appropriate, the physician elected to leave the lead implanted. No adverse patient effects were noted.